Event description:
It was reported that the right ventricular (rv) lead had high threshold. The rv lead was removed and replaced with a new lead. It was noted that an incision was made in the lead to facilitate lead removal and to maintain venous access. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer, analyzed, and no anomalies were found. The proximal conductor had blood/body fluid (not obstructed) and the outer insulation was breached cut. There was blood in/on the helix mechanism and the lead had apparent explant damage.